Manufacturer narrative:
Retained samples and returned customer samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 4 retained samples and on 2 returned customer samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. The IFU states "choose a muscular or well vascularized convex skin site as close to the operating field as possible, but not closer than 15 cm, on adults preferably an upper arm or thigh." The user chose the right upper arm although the surgical area was on the left flank. A placement site on the upper left arm or the left thigh would have been indicated for that. We therefore conclude that a user error has at least contributed to the event. We are requesting additional information from the complainant regarding the duty cycle applied during the surgery. We will provide a follow up report once we have received this information.

Event description:
On (B)(6) 2018 a 20 minutes surgery (seroma removal at the left flank) was performed at (B)(6) hospital, (B)(6). A monitoring dispersive electrode (model wr21) and a rem equipped erbe vio 300s generator were used. The patient was described as obese. The patient had been placed on a heating blanket. The patient was lying in the supine position and not repositioned. The dispersive electrode was placed on the right upper arm. It was reported that the electrode was adhering well to the patient skin. The patient skin was not cleaned, not shaven, not disinfected, not dried and no ointment had been used. The generator output was described as "effect 5; 160 watt (cut); effect 4; 100 watt (coagulation)". The generator output was not raised during surgery. After the procedure a skin burn was discovered at one edge of the dispersive electrode. The user provided pictures showing an approximately 5x1cm longish injury on the arm. The picture was taken dated (B)(6) 2018, it appears to show a third degree burn in healing. The injury had been treated by the wound manager with "hydrocolloid dressings".

Event description:
On(B)(6)2018 a 20 minutes surgery (seroma removal at the left flank) was performed at st. Augustinus hospital, germany. A monitoring dispersive electrode (model wr21) and a rem equipped erbe vio 300s generator were used. The patient was described as obese. The patient had been placed on a heating blanket. The patient was lying in the supine position and not repositioned. The dispersive electrode was placed on the right upper arm. It was reported that the the electrode was adhering well to the patient skin. The patient skin was not cleaned, not shaven, not desinfected, not dried and no ointment had been used. The generator output was described as "effect 5; 160watt (cut); effect 4; 100 watt (coagulation)". The generator output was not raised during surgery. After the procedure a skin burn was discovered at one edge of the dispersive electrode. The user provided pictures showing an aproximately 5x1cm longish injury on the arm. The picture was taken dated 08.08.2018, it appears to show a third degree burn in healing. The injury had been treated by the woundmanager with "hydrocolloid dressings".

Manufacturer narrative:
Retained samples and returned customer samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 4 retained samples and on 2 returned customer samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. The IFU states "choose a muscular or well vascularized convex skin site as close to the operating field as possible, but not closer than 15 cm, on adults preferably an upper arm or thigh." The user chose the right upper arm although the surgical area was on the left flank. A placement site on the upper left arm or the left thigh would have been indicated for that. We therefore conclude that a user error has at least contributed to the event. The IFU states "product limitation: (...) Limit the activation time to maximum 90 seconds in any 3 minute interval. Activating beyond this limitation may overload the neutral electrode with current. This may result in a patient burn despite a fully and correctly applied neutral electrode and an activated contact quality monitoring system.". Failure to follow this instruction may lead to a thermal overload underneath the dispersive electrode and subsequently to a burn. We have requested information from the complainant regarding the actual activation cycle during the procedure. We have been informed that the user is not able to provide this information. Thus no further investigation regarding this potential root cause is possible. We therefore close the investigation.